Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The instrument was found to have a broken blade. The blade broke roughly 0.186" from the base. The broken piece was returned. The broken blade piece exhibited mechanical indentations. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse.

Manufacturer narrative:
An RMA has been issued requesting to have the harmonic ace curved shears instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. The batch sequence number for the product was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was submitted for review. This complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no harm to the patient, if the product issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted endometriosis resection procedure, the blade in the harmonic ace curved shears was cut. Prior to the incident, the reporter indicated the ethicon ultracision generator clarified that there was too much pressure on the blade. The surgeon released the pressure, however, the generator indicated always too much pressure was exerted. When the operating room (or) team looked at the screen, the pliers blade was no longer in place. The blade was retrieved from the abdomen and removed from the patient. The or team replaced the clamp with another harmonic ace curved shears clamp. The procedure was completed with no reported injury. Intuitive surgical (is) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.